Manufacturer narrative:
The customer indicated that the top part of frame was broken and that it looks like it has been dropped according to the photos. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer indicated that after removing the arm frame from patient at the hospital they noticed the top part of frame was broken. Looks like it has been dropped according to the photos. They did not report patient information.